Event description:
It was reported to philips that the images were extremely grainy. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the image quality was very grainy, and reboot did not resolve the issue. Later, customer called and informed that the system backed up and running. Philips confirmed that no onsite service was provided as the service request was cancelled. No work performed by the philips. The system was in good working order. The codes were updated based on the investigation outcome. The device problem code and evaluation method code were corrected.